Event description:
Pre-operative diagnosis: severe cervical spinal stenosis with signs of myelopathy level(s) operated c3-c6. Level(s) instrumented c3-c6. Set screws were used to lock rods into mountaineer favored angle screws and tall inner screws were inserted into the crosslink using the torque limiting handle. The surgeon placed cross connectors over the inner screws and then tried to place the locking nut over the link with a torque limiting nut driver. As he was tightening, a pop was heard and the surgeon stated that the screw broke. He took out the instrumentation and replaced the screw. This was done several times with the same result. It was reported that either the mountaineer h/h cross connector inner screw broke or the threads on the pedicle screw broke. Threads of cross connector inner screws were reported to be torn and missing and threads of favored angle screw tulip heads (ie. Screw heads) were torn. The difficulty resulted in a ninety minute delay to the procedure. Eight mfg. Medwatch reports are being filed for the mountaineer favored angle screws and cross connector inner screws that were involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the favored angle screw found no damage to the screw shank threads or the threads of the tulip head. The inner saddle was in the correct position. No cuts or similar marks were found on the shank or body of the tulip head. Minor imperfections inside the screw head were the only sign of use. Review of the device history record found no discrepancies. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be determined from the sample and the information provided. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.